Manufacturer narrative:
(B)(4).

Event description:
It was reported that a skin reaction occurred. No product or data was provided for evaluation. Confirmation of the allegation and a probable cause could not be determined. It was indicated that the sensor was inserted into the arm occurred, which is off-label use of the device. The patient¿s mother reported the patient experienced a skin rash with four different g5 sensors over a course of two months. The first sensor was inserted (B)(6) 2019 on the left-side of the abdomen using an overlay patch and 2 to 3 days later, the area underneath and around the sensor became red, irritated, with raised bumps and itching. The second sensor was inserted (B)(6) 2019 on the right-side of the abdomen with the over lay patch and 2 to 3 days after the insertion, the skin irritation recurred. The third sensor was inserted (B)(6) on the left-side of the abdomen and 2 to 3 days later. The patient developed large welts as well as the skin irritation at the insertion site. The parent suspected the over lay patch had caused the skin irritation and inserted the fourth sensor (B)(6) 2019 into the left arm without an overlay patch and the skin irritation recurred. On (B)(6) 2019, the patient was evaluated by her physician who diagnosed contact dermatitis and prescribed betamethasone cream. No further information is available.